Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was further determined that the device was in bad condition, the housing was damaged, the control unit was malfunctioning and the motor and coupling nose were worn. It was further determined that the device failed for general condition, marking and labeling, check the attachment coupling, check the off/osc/on switch mode function, check switching function and for check the triggers and electronic control unit (ecu). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.